Manufacturer narrative:
Outcome of investigation pending. A final report will be submitted upon completion.

Event description:
End user was being transferred with assistance of wife onto quickmove standaid. End user was sitting on quickmove, when wife closed legs of quickmove and started to turn it, the frame snapped and end user fell on the floor landing on his back. The end user experienced some mild lower back and left leg pain. First aid treatment given. No major injury was sustained.